Event description:
It was reported that the nurse stated that they had difficulty getting patient to target temperature of 36c and would like to know how to manage this issue in the future. Patient currently at target, water temperature (wt) was 36c, flow rate (fr) was 2.7lpm, patient was 51kg with small pads in place. The patient was shivering earlier, but this seems to have resolved after medication administered. Explained this was likely how should have managed the patient. Explained the shivering generated heat, and this was why the patient was at target now. Discussed potential causes of heat generation that was seizing, infection. Per follow up information received via task on 05dec2024, spoke with ccu nurse, it was reported that the device eventually began to operate properly, and the patient was able to complete therapy. The device has not had any other issues and was currently in working condition available for use. No patient impact was reported.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The latest labeling revision was reviewed for this investigation. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they had difficulty getting patient to target temperature of 36c and would like to know how to manage this issue in the future. Patient currently at target, water temperature (wt) was 36c, flow rate (fr) was 2.7lpm, patient was 51kg with small pads in place. The patient was shivering earlier, but this seems to have resolved after medication administered. Explained this was likely how should have managed the patient. Explained the shivering generated heat, and this was why the patient was at target now. Discussed potential causes of heat generation that was seizing, infection.